Event description:
There was no adverse event associated with this complaint. The pump was returned for product analysis investigation and the evaluation revealed a cracked battery compartment and a dim/faded display screen. This report is made based on the results of an investigation completed on (B)(4) 2013.

Manufacturer narrative:
The pump was returned for investigation and device evaluation was completed by product analysis on (B)(4) 2013 with the following findings: battery compartment cracked from the threads to the pump case seal. Dim pink faded display screen was observed. Open pump to take away a bad display screen to complete a test with a new good display screen. The good display screen is showing a strong contrast and clear text.